Manufacturer narrative:
The suspect device has not been returned for an eval. A follow-up report will be submitted upon the receipt of add'l info. The surgical technique provides instructions for pre-drilling a pilot hole, confirming its depth, and selection of the proper screw length. This will aid in reducing the risk of over advancing the screw tip.

Event description:
A titanium polyaxial screw fractured and broke while the surgeon was making adjustments to align screw with the rod in completing fusion surgery. The top portion was removed, leaving the threaded shaft anchored in the pt.